Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. There was no impact to the customer's blood glucose level. Customer accidentally added air into the cartridge instead of trying to pull it out. Customer reverted to manual injections for insulin therapy.